Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with an acute decompensation with pneumonia, leukocytosis, and enterococcal bacteremia. They were started on antibiotic therapy. A transthoracic echo was negative. On antibiotics, blood cultures remained positive for enterococcus, therefore device infection was felt to be the source of infection. Perioperative transesophageal echocardiography demonstrated a small pulmonary valve vegetation. The implantable pulse generator (ipg) system was removed and the leads and device were sent for cultures. No further patient complications have been reported as a result of this event. No

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.